Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 endoscopic vessel harvesting system was used three times and then it would not turn back on. A new kit was used to complete the procedure. There were no patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that there were no non conformities with the device and some signs of clinical usage. The device had some evidence of blood. Resistance and jaw force measurements passed specifications. The device failed the temperature heat up test. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly was opened up and a tear and evidence of melting were found in the shrink tubing on the welder unit wire. Based upon this observation, the reported complaint for "stopped working" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).